Manufacturer narrative:
Results: the sep4 was kinked approximately 63.0 cm, 88.0 cm and 109.5 cm from the proximal end. The stainless steel wrapping wire proximal to the bulb were unraveled starting approximately 180.0 cm from the proximal end of the device. The core wire was fractured proximal to the bulb, approximately 198.5 cm from the proximal end of the device. The distal fractured segment was within the rhv. Minor kinks were present on the distal fractured segment of the delivery wire and the separator bulb was intact. Conclusions: evaluation of the returned sep4 revealed a core wire fracture proximal to the bulb. The sep4 bulb was connected via the wrapping wire to the proximal portion of the fractured delivery wire. This damage was likely a result of the reported repeated manipulation of the sep4 through tough clot burden. If the core wire fractures and the device is retracted, the wrapping wire may start to unravel. The returned condition suggests that retracting the sep4 through the rhv may have contributed to additional unraveling of the wrapping wire. Further evaluation revealed kinks along the length of the device. Based on the return condition and the reported complaint, these kinks were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Additional 510(k)# that also applies to this complaint: k133317. The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, a penumbra system jetd reperfusion catheter (jetd) was stuck on the plastic insert during removal from the penumbra system jetd kit packaging tray, then kinked near the hub. The damage to the jetd occurred prior to use and, therefore, the jetd was not used in the procedure. The procedure was completed using a new jetd and a penumbra system 3d revascularization device (psr3d).